Event description:
Complainant alleged that during biomed testing, the device gave a "unit failed" prompt and displayed a red "x". Complaintant indicated that there was no patient involvement in the reported malfunction.